Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(6). Device evaluation. The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that when the first haptic that came out of the cartridge it was in a strange position. There was a scratch at the 10 o¿clock position on the periphery of the optic, near the haptic junction. The physician expects that there would be no impact to patient's vision. There was no extra time needed for surgery and there was no patient injury reported. The device is not available for investigation.